Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on with blood glucose of 543mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for high blood glucose was performed. The customer's blood glucose level was 340mg/dl at the time of the call. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer stated that they received an insulin flow blocked the day after the hospitalization but declined to troubleshoot. The customer was assisted with self-test and the insulin pump passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.